Event description:
Device report from depuy synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2024, a removal of a broken tfna (trochanteric fixation nail advanced) was performed. It is unclear when the breakage happened. The primary implant date was about five months ago. The implants were removed due to the broken nail and nonunion. This report is for a 10/130 deg ti can tfna 235/right - sile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 10/130 deg ti cann tfna 235/right - sile was found broken across the helical blade locking hole. Both fragments were observed in the visual evidence provided. In addition, the overall appearance of the device was noted with signs of usage and normal wear which could have been a result of implantation and explantation. No other issues were identified a dimensional inspection for the 10/130 deg ti cann tfna 235/right - sile was not performed due to post manufacturing damage .the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the10/130 deg ti cann tfna 235/right - sile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: manufacturing location: monument manufacturing date:31-oct-2022 expiration date: 01-oct-2032 part number: 04.037.044s, 10mm/130 deg ti cann tfna 235mm/right ¿ sterile lot number: 2695p51 (sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection certificate 04.037.044s-11-btq877344 / 1 met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 23891 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 2575p96 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria apart from 1 piece scrapped at op50, final inspection, for surface finish-dings/scratches. Inspection sheet met all inspection acceptance criteria apart from the 1 piece noted. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong lot number: 2682p55 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria apart from 3 pieces scrapped at op70, final inspection, for surface finish-dings/scratches. Inspection sheet met all inspection acceptance criteria apart from the 3 pieces noted. Part number: 21127, timoagri16.00 lot number: 919p734 lot quantity: (B)(4) inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(6) dated 29-jun-2022 was reviewed and determined to be conforming. Lot summary report dated 13-sep-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.